Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced vaginal discharge, mesh exposure, recurrent stress incontinence, recurrent urinary tract infections and hematuria. An excision of mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.